Event description:
Hemolysis detected during hemodialysis treatment. No further details provided.

Manufacturer narrative:
Manufacturer investigation result on retained samples only. Device not returned to manufacturer.